Event description:
Device malfunction: after coated outer sheath separation. Time of malfunction: after the stenting procedure. Symptoms/ae: none. It was reported that after a contralateral stenting procedure of the left superficial femoral artery while removing the xceed device from the pt; it was noted that the hydrophilic coated outer sheath had separated into 2 pieces. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt, and device info. The device stent delivery system is expected to be returned for eval. It has not been received.